Event description:
The pounce sheath was used in a left and right iliac vein and inferior vena cava (ivc) thrombectomy procedure. The sheath was used in conjunction with the 12fr aspiration catheter. The physician encountered resistance and noted the tip of the catheter became damaged during the process. There was no reported patient harm or procedure delay. The pounce sheath was inserted at an approximate 45 degree angle. The reported issue occurred during the initial insertion of the aspiration catheter. The pounce sheath was not used for more than one access site. The reported issue did not result in negative consequences. The sheath was exchanged for a regular 12f sheath and the procedure was completed without issue. There was a procedure delay of approximately five minutes. A provided photo showed inner shaft braid wire around the aspiration catheter.

Manufacturer narrative:
H3: the pounce sheath was returned for analysis. Analysis confirmed the reported issue. Destructive analysis found a severe kink at the strain relief of the outer shaft. The inner shaft had a severe fracture as the same location as the outer shaft. Sectioning of the inner shaft found missing braid wire near the kink and moved approximately 2 inches distally.